Event description:
A caller reported a malfunction with a pump, citing the malfunction code malf 12, and indicated they had experienced this issue multiple times. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support decided to replace the malfunctioning pump and ensured the customer understood the necessary steps, including returning the old pump and receiving a new one with updated software. Training for the new pump was made available through the tandem source account, and the customer acknowledged all instructions.